Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient weight is unknown). According to the complainant, it was reported that an essure procedure was performed prior to the hta procedure. During the essure procedure, it was reported that 2000 cc's of fluid was leaking onto the ground from the patient's stomach. The physician proceeded with the hta procedure and completed the case with zero fluid loss alarm error messages. It was not confirmed whether or not a uterine perforation occurred. Additional follow up information from the physician confirmed that the essure procedure was performed prior to the hta procedure. No fluid loss alarm error message occurred and no cervical leak occurred during the hta procedure. Immediately following both procedures, the patient experienced abdominal distention. The physician performed an exploratory laparoscopy upon which a 4 mm uterine perforation was noticed in the posterior uterine wall. It is unable to be determined which device caused the uterine perforation. No treatment was administered to the uterine perforation. In addition, approximately 1200 - 1500 cc's of room temperature fluid was observed in the patient's cavity. The fluid was not manually removed from the patient's cavity. The patient was hospitalized for observation and pain management on (B)(6), 2011 and released on (B)(6), 2011. The patient was given the antibiotics clindamycin and ancef to take at home once released from the hospital. The antibiotics were administered to prevent infection. There were no further complications reported with this event. The condition of the patient is reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.